Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had their whole implantable pulse generator (ipg) system explanted and the right ventricular (rv) lead was replaced. The reason for the system explant is unknown. The ipg was used outside of the pocket with the newly implanted rv lead. The device was exhibiting telemetry issues, preventing the device from being interrogated. The following day the device was able to be interrogated. The device was later replaced for an unknown reason. No patient complications have been reported as a result of this event.